Event description:
Customer reported issues with the insulin pump. Customer states that her keypad is not working. Customer also states that she changed out her batteries and it still doesn't work. The blood glucose reading is 151 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive act and escape buttons due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a broken reservoir tube lip and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.